Manufacturer narrative:
One device was returned for analysis of complaint of downstream occlusion (dso) seal delaminating. No applicable service history was found. No relevant events were logged in event history. Visual and functional testing was performed. Complaint was confirmed with visual inspection and functional testing. Upon further investigation, found upstream occlusion dso seal is detached. This indicates that the seal integrity was compromised and is a reportable malfunction. Replaced dso seal. Performed dso/uso calibration and occlusion tests. Device passed all testing criteria post repair.

Event description:
It was reported that there was downstream occlusion (dso) delamination. The event occurred during testing. Investigation found the the dso seal was detached. This indicates that the seal integrity is compromised and is a reportable malfunction. There was no patient involvement.